Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had no delivery alarm and black display. Troubleshooting was done. Customer stated the black screen did not disappear. Blood glucose level was 346 mg/dl at the time of the incident. Customer declined to troubleshoot for high blood glucose. Advised to discontinue use of the pump and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with full segment display due to faulty interface board. Unable to perform idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, displacement test or verify missing segments/partial display, excessive no delivery alarm due to full segment display. Insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.